Event description:
Lack of "on" indicator means easy to go for long periods without it functioning, without pt realizing problem. Lack of mute button causes significant problems, and makes it for practical purposes unusable in many common situations; also is in violation of at least the spirit of hiipa except for very special cases. Inadequate accompanying documentation. Does official labelling of indications enable improper marketing/sales to insurance companies. Dates of use: 2008 through present. Due for return approx end of august. Diagnosis or reason for use: screen for transient, episodic atrial fibrillation.

Event description:
In my original complaint I was incorrect in writing that, "the documentation that came with the device literally does not begin to explain how to use the device." When writing the sentence, I wrongly overlooked the pt instructions paper that came with the device.